Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving the error 4 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. . There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.